Event description:
Filters were leaking from threads & ports @ the end of the filters. Have removed the product from stock. Are monitoring the patients for a 14 day period from the time of incident in order to ensure no infection develops.

Event description:
Filters were leaking from threads & ports @ the end of the filers. Have removed the product from stock. Are monitoring the pts for a 14 day period from the time of the incident in order to ensure no infection develops.

Event description:
Filters were leaking from threads & ports @ the end of the filters. Have removed the product from stock. Are monitoring the pt's for a 14 day period from the time of the incident in order to ensure no infection develops.

Event description:
Filters were leaking form threads & ports @ the end of the filters. Have removed the product from stock. Are monitoring the pt's for a 14 day period from the time of the incident in order to ensure no infection develops.

Event description:
Filters were leaking from threads & ports @ the end of the filters. Have removed the product from stock. Are monitoring the pt's for a 14 day period from the time of the incident in order to ensure no infection develops.

Event description:
Filters were leaking from threads & ports @ the end of the filters. Have removed the product from stock. Are monitoring the pt's for a 14 day period from the time of the incident in order to ensure no infection develops.

Event description:
Filters were leaking from threads & ports @ the end of the filters. Have removed the product from stock. Are monitoring the pt's for a 14 days period from the time of the incident in order to ensure no infectiion develops.